Event description:
Reportedly, the device spontaneously aborted defibrillator charge during a pt use. A set of paddles was immediately made available and used to convert the pt to a perfusing rhythm. The pt was resuscitated. An attending nurse stated pt care was not affected, due to continued use of the device.